Event description:
The patient's IV pump alarmed for a distal occlusion. After ruling out the IV tubing as the cause, the nurse tried to flush the PICC line. The line ruptured between the hub and the disc externally. The neonatal nurse practitioner was paged and came to the pt's bedside where she pulled the line. The internal segment for the PICC line appeared intact after removal.

Manufacturer narrative:
A review of the device history record revealed no discrepancies associated with this incident. A root cause analysis was unable to be performed as the sample was not returned.